Event description:
The complainant reported that the power shuts off on the embrace pump (list # 55336) while running. It was reported that the device was connected to the pt. There was no report of serious injury or illness. No other info regarding the pt has been provided. No other delivery info has been provided.

Manufacturer narrative:
Submission date of this report: 3/27/07. The lab eval indicated that the complaint for priming error was confirmed and that the pump failed to function properly due to the broken cassette door pivot point. There was no report of under-delivery or inaccurate delivery due to the priming error. Priming error due to broken cassette door pivot point.